Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 260 mg/dl. Customer stated he did a meter to meter comparison and obtained 200 mg/dl fasting with trueresult meter and 260 mg/dl fasting with truemetrix meter. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 255 mg/dl and 222 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer stated this was a new meter and he had only performed one test): 1:260mg/dl, (B)(6) 2017, 04:02 pm, fasting: yes. Memory concerns: 260mg/dl customer advised to discontinue use of true result meter. Customer only ran one test with new meter. Customer agrees to return products back for investigation as well as true result products.